Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that chest pain, myocardial infarction (mi) and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented due to mi with unstable angina . Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the proximal left anterior descending (lad) artery with 80% stenosis and was 10.0mm long with a reference vessel diameter of 2.75mm. The lesion was treated with pre-dilatation and placement of a 2.75x20mm promus element¿ plus stent. Following post-dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel.